Event description:
The rings around the probes get very hot especially when I do the lymphoedema treatment using the large probe and it concerns me that it should not be getting this hot.

Manufacturer narrative:
810nm 1w cluster probe cable was faulty. Cable replaced for laser cluster probe. Tested and it was working as intended. No corrective action was required. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.